Manufacturer narrative:
At this time, the product remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient complained of feeling an intermittent tingling at her surgical pocket. A physician checked the patient and attributed the discomfort to pocket dehiscence caused by infection. This implantable cardioverter defibrillator (ICD) was part of the implanted system at the time. The patient was hospitalized and received intravenous antibiotics to resolve the issue. The device remains in service. No additional adverse patient effects were reported.